Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this lead exhibited pacing inhibition which was caused by frequent premature ventricular contractions (pvcs). It was noted the patient was taking medication to reduce pvcs. This lead was explanted and successfully replaced with a non-boston scientific lead, and no additional adverse patient effects were reported. This lead has not been returned for analysis.